Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/27/2015 with the following findings: a review of the black box revealed no evidence of a load step malfunction. Two ¿call service (cs) 064¿ alarms were observed due to an occlusion which occurred during the prime step on 02/18/2015. The returned battery cap and cartridge cap were used to complete the investigation. During evaluation, the ¿ez-prime¿ steps were successfully on the pump. There was no unusual noise that occurred during the load step. There were no errors, alarms or warnings that occurred during the investigation. The pump¿s cover was removed; there were no intermittent conditions found to the force sensor circuit or to the motor flex/connector. The product performed within specification and the reported ¿prime issue¿ complaint was unable to be duplicated.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (prime issue) issue. There was reportedly a load step malfunction. There was reportedly a motor noise when loading the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.